Manufacturer narrative:
The customer's calibration recovery was found to be acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer stated that qc had been drifting out of range the past few days after initially being within range. The field service representative performed a health check on the analyzer and calibration was performed without issues. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 and ise indirect k+ for gen.2 results for one (1) patient sample on a cobas 6000 c501 module. The initial sodium result was 123 mmol/l and the repeated result was 131 mmol/l. The repeated result was performed on a different analyzer. The initial potassium result was 5.09 mmol/l and the repeated result was 3.89 mmol/l. The sample was repeated on a different analyzer and the result was 4.12 mmol/l. The initial results were reported outside of the laboratory. The physician questioned the results so the sample was repeated. The repeated results were believed to be correct. The initial reporter did not specify which repeated result for potassium is believed to be correct. The electrode lot numbers and expiration dates were requested, but not provided.